Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nocturnal hypoglycemia after the ilet delivered correction doses for a mid-sleep hyperglycemia, with glucose peaking at 212 mg/dl and later dropping to 54 mg/dl; the user treated the low with six glucose tablets and requested education on nighttime glucose management and hypoglycemia treatment. Symptoms included no reported physical symptoms despite the documented low glucose. Outcomes included successful correction of the low at home without outside assistance or medical intervention. Investigation included review of device-reported glucose trends and user-reported actions, along with troubleshooting and education completed by support and scheduling of additional training. Investigation of this case revealed a device response consistent with automated correction dosing followed by hypoglycemia, with the specific cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.